Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent an interventional pipeline stent placement on (B)(6) 2013. Access was obtained on the right groin via a 6f terumo sheath. Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium at the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. On (B)(6) 2013, the patient presented to the hospital for a neuro angiogram follow up on the pipeline stent placement. Access was obtained on the same right groin puncture site as the procedure on (B)(6) 2013. A mynxgrip vascular closure device 6f/7f was used to close the access site. Both right groin closures were reported as "routine without hematoma, oozing, bleeding or pain" and no clinical sequela was noted. The patient presented to the ER on (B)(6) 2013 with a 4cm "hard" mass at the right groin site. A CT scan revealed a fluid collection in the right groin that was cultured and subsequently found to be growing (B)(6). The patient was then placed on IV antibiotics (vancomycin) and hospitalized from (B)(6) 2013 and discharged on oral antibiotics. The neuro pa reported that the patient's diagnosis was "right groin abscess" upon discharge.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. However, the mynxgrip device is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. A review of the lhr was not possible as the lot number was not provided.